Event description:
Radiology tests were ordered for eval of cough and respiratory complications. Several were completed and results were available. Two days after the orders were entered, order reconciliation was carried out. It was determined that one radiographic exam was not completed. Interface failures and/or obfuscation by inferior usability of the devices cause widespread distrust for the system of care directed by these products. Tests are not completed and it is tedious to determine what was done and what was not done.